Event description:
End user received a "protect IV plus safety IV catheter radiopaque ref (B)(4) from supply. Prior to opening, end user noted a "black spot" which appears to be on the internal packaging. Further review without opening produced reveals "black spot" on protective sheath of IV. Product was not used.